Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the expressew iii needle was not passing the suture through the cuff effectively. At this point, the surgeon noticed that a few millimeter piece of the needle was missing. The complaint device was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [56429] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair the surgeon was using the expresew autocapture to pass his sutures through the rotator cuff tendon. After a few passes, the surgeon noticed that the expressew iii needle was not passing the suture through the cuff effectively and inspected the needle. At this point, the surgeon noticed that a few millimeter piece of the needle was missing. He extensively irrigated the shoulder and visually inspected the shoulder. A minor delay in the case occurred but it was no longer than 5 minutes. The sales rep is not sure how they completed the case. The device was discarded by the staff. Additional information received from the affiliate reported the fragment was not removed from the patient and was later seen in the physicians office x-ray. The case was completed with another expressew needle.